Manufacturer narrative:
Analysis of the lead (va1rxml009) found no anomalies. Product analysis #(B)(4): analysis information -- (B)(6) 2018 14:21:41 cst pli# 10 product ID# 977a260 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient's lead was implanted into the middle of t8 and there was another lead implanted with the tip top of t7. There were connection issues noted on contacts with the lead 11-15 while connected in the 0-7 wens. The healthcare provider (hcp) placed the lead in the other side of the wens and the same issue persisted. The hcp removed and reseeded the lead and the issues persisted. It was different issues within that 11-15 span every time and would re-check connectivity with no difference between the 0-7 slot and the 8-15 slot. When the other lead was in either slot no connection issues were noted. The hcp thought that the contacts were touching the other lead, and the other lead had no issues. The lead was moved down and there were still no connections and the same issues with connectivity and also impedances. The lead was replaced and the issues were resolved. The new lead had perfect connectivity and the impedances were within normal limits. No further complications were reported or anticipated. No symptoms were reported.